Event description:
It was reported the customer received a compromised force sensor system alarm. The customer also stated insulin was squirting out during the manual prime process. Customer's blood glucose was 130 mg/dl. Troubleshooting found the customer's drive support cap was sticking out. It was also found the insulin pump's motor did not slow down and numbers did not ramp up on the screen during troubleshooting. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.